Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that they were unable to pick up spo2 on infant that was "dusky" for 15 minutes and only after trying multiple units. They stated that battery life was not sufficient and units would shut down during use without alarms. It was also reported that readings would fluctuate readings on spo2 and bpm.